Event description:
Was primary stability achieved? Yes. Was osseointegration achieved? No. Was impact covered with cone? Yes. Bone quality type? Iii. Mobility. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).